Manufacturer narrative:
(B)(4). Lot number: unknown, not provided. Expiration date: unknown. If implanted; give date: na (not applicable) the cartridge is not an implanted device. If explanted; give date: na (not applicable) the cartridge is not an implanted device, thus is not explanted. Device returned to manufacturer: yes; however, the cartridge was not received; only the lens was received. Cartridge was not received; the lens only was received. Device manufacture date: unknown. No visual investigation was performed. Manufacturing process review: the cartridge lot was not provided and therefore the cartridge lot complaint history could not be evaluated. The emeraldc30 manufacturing specifications state that some flash is expected. Flash must be rounded without sharp edges. Since the cartridge was not returned for evaluation, the ¿alleged ridge on tip¿ could not be evaluated or confirmed. Labeling review: the directions for use (dfu) were reviewed. The directions for use adequately provides instructions and precautions for the proper use and handling of the intraocular lenses and cartridges. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there was a cartridge defect, a ridge on the tip. Further information provided the model of the cartridge as an emeraldc. The customer additionally reported that there was a sharp defect on the cartridge and the doctor did not want to chance it. There was no patient contact.